Event description:
During a remote follow up, the device was found to be in back up mode. It was suspected the cause of the back up mode was due to an MRI performed without the device being programmed into MRI mode. Technical support was contacted and recommended reprogramming. The device was reprogrammed to resolve the event. The patient was stable.